Event description:
It was reported that the flex deflectable videoscope displayed an applicable system error. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was not confirmed. However, other evaluation findings are as follows: the adhesive on the bending section cover was chipped; switch#1 was discolored; the bending angle in the down direction did not meet the standard value due to wear of the angle wire; the angulation lever did not move smoothly due to damage on the control section; the bending section could not be fixed firmly due to damage on the forceps elevator lever; lastly, there were scratches on the following parts: the bending section cover, the control unit, switch#1, the grip, the angulation lever, the right/left lever, the universal cord, the light guide connector, the light guide cover glass, and the video connector case. Attempts to retrieve additional information from the customer are in progress. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified as the reported issue of 'system error' was not reproduced during evaluation. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿ before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Adjust the brightness level as appropriate. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Turn the angulation control levers slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to the following: 1) dust, dirt, foreign matter, etc. Adhered to the video connector electrical contacts, and the connection condition was insufficient, resulting in a temporary poor electrical connection with the system. 2) due to stress (load), the electrical connection condition temporarily deteriorated, which adversely affected the image signal output and made the image signal output unstable. 3) accumulation of electrical load (stress) due to energization of the image sensor installed in the image sensor unit built into the tip of the scope and the scope connector internal electrical board (including electrical components mounted on the electrical board), the electrical connection may deteriorate due to the accidental application of static electricity or overcurrent caused by attaching or detaching the system while it is on, which will adversely affect the image signal output, causing the image sensor unit to malfunction (abnormal) and cause the image sensor unit to malfunction (abnormally). It is thought that something went wrong. 4) the system is connected or disconnected while the power is on, overcurrent is applied from other equipment or electrical wiring, or dust or moisture is attached to the electrical contacts of the system and video connector. 5) residual air bubbles from the water leakage test remained and gave the appearance of water leakage. The inspection method for the event is described in the instruction manual (operation edition) "chapter 3 preparation and inspection 3.8 inspection of combined functions with related equipment" as follows. "[Inspection of endoscopic images] check whether normal light observation images and nbi observation images appear normally. 1. Before inspection, wipe the endoscope lens with sterile gauze moistened with saline or sterile water. 2. Observe the palm etc. Using normal light observation images and nbi observation images. 3. Make sure the lighting is on. 4. Adjust the light intensity to get the appropriate brightness. 5. Confirm that there are no abnormalities such as noise, blur, or cloudiness in normal light observation images and nbi observation images. 6. Operate the angle lever on the endoscope to bend the curved part. 7. Confirm that no abnormalities occur, such as normal light observation images and nbi observation images momentarily disappearing." Olympus will continue to monitor field performance for this device.